Event description:
It was reported by service report that the bed had no power or functions. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results - power inlet module.